Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the bending section lifted support pins, as well as detached sheath and adhesive could not be determined, however, the issues were likely the result of component failure due to excessive stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was found to exhibit lifted bending section metal support pins, detached bending section sheath and detached sheath adhesive. There was no patient involvement, and no harm was reported as a result of the event.